Manufacturer narrative:
Model number/catalog number: sc-2218-50e, serial number: (B)(4), batch/lot number: 5100725, model/catalog description: linear st trial lead kit 50 cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a lead pull procedure, the patient had a possible infection at the lead incision site. Symptoms were pus at the incision site and fever. It was believed that the infection was not device or procedure related. The patient was placed on antibiotics.